Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware. D6b: explant date: two years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5160256/5168980. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 23543445.

Manufacturer narrative:
Sc-1160 (sn (B)(6)) / sc-2218-50 (sn (B)(6)) / sc-4318 (lot 23543445). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-2218-50 (sn (B)(6)). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
This report is being submitted to correct the bsc aware date field (g3) in section g, all manufacturers. Bsc aware date should have been (B)(6) 2026.

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and will not be returned per hospital policy.